Event description:
The pt experienced over sedation after implant. The pt became hyper-somnolent and had hypoxia which resulted in a persistent or significant disability/incapacity. The severity of the event was noted to be "moderate." The medication was reduced and the pt had oxygen intervention. The pt recovered without sequela the next day. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).